Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The device met all material specifications as received. The evaluation of the returned device revealed that the inner shaft tip broke off. Inner and outer sections were seized and bent. The edge of the outer shaft cutting window is severely indented which indicates that inner window collided with outer window causing the observed damage. Gouging marks were observed on the surface of the distal end of the inner shaft. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an ankle arthroscopy surgery, the tip of the blade broke off in the patient. It was not retrieved and has been seen in an x-ray. Per follow up with the or nurse, there will not be any attempt to retrieve it. The patient has had a total ankle procedure and the tip is behind the joint space.